Manufacturer narrative:
The insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer was reported via phone call that, o-ring on the reservoir come on pump has broken off. The blood glucose was unknown at the time of the incident. The first piece came loose about a week ago and then the o ring fell off today. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.